Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Unit received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticky and had to press multiple times. The customer stated that insulin pump rejected new batteries, slower to rewind and had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.